Event description:
Our office in another country, reported a male consumer and first time user of ultracare daily cleaner, reported that he experienced pain and temporary vision loss. He went to an ER, was examined and placed on four medications: an antibiotic, an ointment, a pain killer and a anti-inflammatory. Consumer did not read the directions for use. He filled his lens case with the ultracare daily cleaner, soaked them overnight and rinsed them off with a multi-purpose solution. No add'l info provided.

Manufacturer narrative:
Box her, used for user error (misuse). Other used for batch record review.